Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had 4 quick sets and reservoirs that messed up. Customer stated that 1 of them leaked and she received 4 quick sets but not the reservoirs. Customer stated that she can't do anything without the reservoirs. It was confirmed that the reservoirs were not sent out. Customer's blood glucose was 282 mg/dl. Customer stated that she has already thrown out the old reservoirs.